Manufacturer narrative:
(B)(4)- additional non-surgical intervention required.(B)(4) stent migrated.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted on an unknown date (reported to have been "a few months ago"). According to the complainant, well after the implant procedure had been performed, the stent had migrated into the stomach. The physician encountered some difficulty in grasping the stent retrieval loop, but was ultimately able to remove the stent without issue. No other stent was implanted, nor was any further intervention performed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.